Event description:
It was reported that during testing conducted at the user facility, the device was chipped. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
No device evaluation was performed; therefore, a root cause could not be determined. Device unable to be located.